Event description:
It was reported that the patient underwent medically-indicated revision of the left bhr hip implant due to metallosis and elevated cobalt and chromium levels.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to metallosis and elevated cobalt and chromium levels. During revision, the bhr cup and bhr head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Per the left hip revision/conversion operative note: symptomatic left hip (¿pain/disability caused by metallosis from a resurfacing total hip 2 years ago¿), elevated metal ion levels/unspecified unit of measure ¿in excess of 40 for both co and chromium¿ ¿indicated need for revision¿. Intraoperative findings listed were ¿turbulent metal stained effusion¿, hypertrophied anterior and posterior capsule, stained gray with metallosis¿. No pathology report or further clinically relevant supporting documentation was provided for inclusion in this medical investigation. The reported elevated metal ion levels and intraoperative findings along with the clinical symptoms are consistent with an adverse reaction to metal debris; however, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the source cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the reported symptoms, left hip revision/conversion to a tha, and an expected post-operative convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that the patient underwent medically-indicated revision of the left bhr hip implant due to metallosis and elevated cobalt and chromium levels. During surgery, the cup and femoral head were explanted and replaced with a thr system from a competitor. The patient was taken to the recovery room in stable condition after the procedure. The primary bhr left hip surgery was performed on (B)(6) 2014.